Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based new information from the japanese tavi registry reporting system. The following sections of this report have been updated: updated b2, additional information added to b5, updated h1, additional code added to h6 health effect - impact code, and additional code added to h6 health effect - clinical code.

Event description:
Per the additional information from the japanese tavi registry reporting system, the patient died on the day of the tavi procedure. The cause of death was reported as bleeding.

Event description:
As reported from japan by a field clinical specialist, during a transcatheter aortic valve replacement procedure with a 23mm sapien 3 ultra resilia valve deployed in the aortic position, bleeding and hypotension occurred due to annular rupture. Considering the patient's advanced age and the location and extent of calcification, the valve was deployed with a reduced volume. After deployment, bleeding was observed and the event was judged to be a rupture. Pericardial drainage and percutaneous cardiopulmonary support (pcps) were initiated immediately to maintain vital signs. Hemostatic agents were administered, and the amount of bleeding had decreased just before the patient left the operating room. At the time of exit, the patient remained on pcps with a flow of approximately 1.0 l, and the systolic blood pressure was in the 70s. The reporter indicated that the perceived root cause of the event was valve calcification. No device damage was reported. The patient's final outcome remains unknown.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (presence of bulky calcification, female gender, advanced age) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.